Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests; c108 was leaky.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displays the shock equipment malfunction error. There was no reported patient involvement/adverse patient impact.